Event description:
A sales representative reported on behalf of a customer that the device, aes-50sl, arthroscopic energy 50° probe with suction, xl, 18 cm, was used in a hip scope procedure on (B)(6) 2026, and ¿aes-50sl wand tip broke off in a patient¿. Further assessment found the procedure was completed as normal with the use of an alternate same device and a delay of "roughly 15-20 minutes as the tip of the wand had to be retrieved from the patient¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
G3 initial awareness date was 22jun26 the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.